Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer. The customer to replace the graphic user interface (gui) central processing unit (cpu) and have the service engineer (se) perform software download. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that the ventilator display was erratic. The ventilator was not on a patient at the time of the event.